Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - "tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart." H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Assistance was required in administering intravenous insulin to address the issue. Additionally, the pump supplies were changed. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.